Event description:
It was reported that after turning off a patient's vns, the staff is unable to view the patient's original settings. Per the nursing staff, the vns parameters were never programmed to zero prior, and they are unsure why on the initial interrogation the parameters were already set to zero. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
New tablet data was provided for the patient; however after review of the decoder, data is only available from visits prior to the reported spontaneous change is settings. No anomalies were identified to confirm the reported change in settings. No other relevant information has been received to date.

Manufacturer narrative:
A2. Age at time of event; corrected information; initial MDR inadvertently provided incorrect age."

Event description:
Additional information was received from the physician: no error codes were observed during the interrogation, settings were not programmed to 0, and that the patient is back to the original settings